Event description:
It was reported that the customer was hospitalized, due to diabetic ketoacidosis. It was also reported that several alarms occurred on the insulin pump. The customer was advised to revert to a backup plan to treat his diabetes. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.